Manufacturer narrative:
Blood was observed on the adhesive pad and damage was found to the distal tip of the formed needle. Damage was found to the exposed portion of the soft cannula. Fluid diverted through a hole in the damaged portion of the exposed soft cannula upon manual rotation of the ratchet gear. It could not be determined how or when the soft cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, experienced pain and bleeding, while wearing the pod on the leg between 36 and 48 hours. A new pod was applied as treatment.